Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: section g2. Is report source user facility was left blank and has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast surgery with a 425cc (left) and 375cc (right) mentor smooth round moderate profile saline breast prosthesis experienced unspecified complications post-operatively. As a result, the patient underwent explantation on (B)(6) 2013. Should further information be received providing clarifying details, a supplemental report will be sent. This report is for the right side device.

Manufacturer narrative:
On april 27, 2021, mentor received additional information providing or indicating the following: an updated date of event. An updated date of implant an updated date of explant. The patient underwent a primary breast augmentation, and was reported to have experienced a deflation on the right side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 2, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).